Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, the device could not be interrogated with multiple programmers. It is assumed the device may have reached end of life. The device was explanted and replaced. The patient condition is stable before and after the procedure.

Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.